Event description:
6 months after primary the patient complained of pain. The surgeon determined from the CT scan that the stem had loosened. The surgeon opted to replace with a cemented stem of the same size.